Event description:
In 2001 changed to kendall brand pas -scd- hose. Shortly after change to kendall brand, began having striation bruising that had not occurred with previous brand. Company notified, pictures taken, meeting with company. Felt to occur with patients who have been very sick and received a lot of fluid/blood products, but had occurred in skinny patients too. Staff inserviced to leave 2 finger gap to allow for swelling. 2002-2004 bruising continue to occur intermittently, but staff had stopped reporting it. August 2004 began to see reports of bruising again. Staff asked to report all bruising and reminded of 2 finger gap guideline when applying hose. Bruising continued. Began data collection to look for other common factors between patients affected. Two mos later initial discussions with kendall rep. One mo later clinical practice of sleeve removal every shift for 30 mins. At a time. A month later began 2 mo trial of huntleigh pas hose. No bruising during trial period. Three mos later began 2 mo trial of kendall scd express. Same bruising occurred with new kendal pump. Two mos later decision to switch to huntleigh pas hose.